Manufacturer narrative:
The sheath was returned and went through sterilization with the dilator inserted. The dilator was removed to proceed with further analysis. Leakage and a steady flow of air were observed during leak and aspiration testing respectively. Tears by the center slit of the external and internal hemostatic valves were found. This type of defect can compromise the valves' ability to seal pressure and fluid within the sheath. The internal hemostatic valve was also deformation due to prolonged dilator insertion during transportation or device storage.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive was selected for use. When aspirating the device during catheter insertion, a lot of air bubbles were pulled out. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive was selected for use. When aspirating the device during catheter insertion, a lot of air bubbles were pulled out. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.